Event description:
In 2002, the patient received a combined injection of artz dispo and 3.3mg of decadron (dexamethasone sodium phosphate) into their left knee joint after scrubbed the injection site with sanitary cotton absorbed isodine (povidone-iodine). At this point, edema was negative (-). In 2002, the joint pain was aggravated, and became difficult to walk. The next day , 20ml of yellowish-turbid fluid was punctured, and their temperature was 37.2 degrees c. Both of aerobe and anaerobe were negative. Just in case, they were treated by an antibiotic, 2 x 1g of flumarin (flomoxef sodium) per day. Injection site joint redness was negative (-). Slight injection site warmth was observed. The joint was irrigated wtih physiological saline. The next day, their condition stayed the same, and they were treated by 1 x 1g of flumarin and 1 x 2g of flumarin. In addition, the joint was irrigated with physiological saline. The next day, there condition stayed still the same, then they were treated by 2 x 2g of flumarin per day, and the joint was irrigated with physiological saline. Two days later, they were admitted to another hospital for the follow-up irrigation treatment.

Event description:
In 2002 she was admitted to another hosp for the continuous irrigation treatment. In 2003, she left the hosp and is now under rihabilitation.